Event description:
It was reported that patient is experiencing severe pain even during normal activities. Patient called to question as to whether or not she has received a recalled implant (trident hemispherical). Experiencing squeaking and grinding. Pain radiates from groin to front and side of leg. Surgeon is not finding anything specific that is causing her pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.